Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4). Zimvie received one (1) 1993, (impl twist mp-1 5.0 mm 8 mm) for evaluation. Visual evaluation / functional test was performed, implant shows slight wear however mount was able to disengage from implant as intended. No malfunction. DHR review was completed for the subject lot number 2022120063. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022120063 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: does not disengage/release a definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The mount was able to disengage from implant as intended. The coob / event were unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint (B)(4). A2: patient age is not provided / unknown. A4: patient weight is not provided / unknown. E1: initial reporter¿s title is not provided / unknown. G4: additional 510(k) number is k962106.

Event description:
It was reported that the implant mount did not come off. Replaced with a different implant. Tooth site # 27.